Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. The target lesion was located in the proximal right coronary artery (rca). A 2.5x32mm promus element was deployed in the lad and a 2.5x38mm promus element was deployed mid rca. The physician then advanced the 3.0x28mm promus element stent delivery system (sds) to the proximal rca but was unable to cross the lesion. The physician removed the sds "fearing a kink in the distal shaft." The procedure was completed with a 3.0x32mm promus element. There were no patient complications reported and the patient status is stable. However; analysis revealed stent damage and a shaft kink.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified proximal stent damage. Stent struts on proximal rows 1 and 2 were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and microscopic examination found that the shaft had kinked approximately 8 mm distal from the catheter's strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).